Event description:
As reported on 29-jul-2024 the patient underwent laparoscopic bilateral indirect hernia repair with the implant of two 3dmax mesh (device #1 & device #2). It was reported that the patient experienced abdominal distension, vomiting and intestinal obstruction on (B)(6) 2024 thereby underwent treatments, but there was no improvement. On (B)(6) 2024, patient underwent laparoscopic exploration, during which most of the pelvic fascia was necrotic, left, and right side of the hernia patches were partially eroded and tight adhesions formed an obstruction. The 3dmax mesh was removed and partial small bowel resection, small bowel side anastomosis was performed, and intestinal adhesions were loosened. The patient was transferred to the ICU for treatment following the operation. This file represents device #2 (3dmax - right).

Manufacturer narrative:
It was alleged that postoperatively, the patient has experienced mesh erosion, obstruction, necrosis and adhesions thereby underwent removal of mesh. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the postoperative complications. The adverse reaction section of the instructions-for-use, supplied with the device lists erosion and adhesions as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This MDR represents 3dmax - right (device #2). An another MDR was submitted to represent the 3dmax - left (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.